Manufacturer narrative:
Event problem and evaluation: * on 18-dec-2015, a medtronic representative went to the site to test the equipment. A small amount of hydraulic fluid was leaking from the bottom of the right side l&s cylinder. Additionally, the motion battery charger was discovered to have multiple banks outputting voltages greater than 28.26 vdc when measured at the j-7 connector. The right side l&s cylinder and the battery charger pcb was were replaced per procedure. The imaging system then passed the system checkout and was found to be fully functional. * the right hydraulic cylinder was returned to the manufacturer for analysis and a mechanical failure mode was found. The fluid leak was attributed to wear. * the motor battery charger (pcba) was returned to the manufacturer for analysis. No functional problem was found during testing; however the board exhibited leaky capacitors. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was leaking hydraulic fluid. Additionally, the motion battery chargers had high voltage outputs. No patient was present when this event occurred, so no patient demographics are applicable.